Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 1/10/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. The lens was evaluated and no scratches were observed. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a 1mtec30 cartridge used with a zcb00 24.0 diopter intraocular lens (iol) looked damaged during implantation and the doctor was worried it had scratched the lens. Therefore, the lens was removed and replaced with a back-up lens of the same model and diopter. Reportedly, the doctor could not confirm if the damage was on the tip of the cartridge. There was no incision enlargement performed or sutures used. Reportedly, the lens was not inserted into the eye, but the cartridge was. There was no patient injury that occurred and no significant delay in the procedure. No additional information was provided.